Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh and intepro were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to uterovaginal prolapse.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a concurrent procedure of a robotic hysterectomy, sacrocolpopexy, lso performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2012, and a mesh was implanted. It was reported that the patient underwent a perineoplasty on (B)(6) 2013, due to pain and perineal defect. It was reported that the patient underwent a robotic excision of sacral colpopexy mesh, and cystoscopy on (B)(6) 2014, due to pelvic pain. No additional information was provided.